Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2021 - 00400.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2021 - 00400.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: part: 00630505032, lot: 61456682, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells; part: 00801803201, lot: 61530661, femoral head sterile product do not resterilize 12/14 taper; part: 00-7845-011-00, lot: 61272909, por fem st 11x130mm collarless; part: 00-6200-054-20, lot: 61439174, trilogy fm acet shl 54 od univ. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01785, 0001822565-2021-01787.

Event description:
It was reported patient underwent a revision procedure 11 years post-implantation due to stem loosening and dislocation. All implants were revised. Attempts to obtain additional information have been made; however, no more is available.